Event description:
It was reported that x-ray showed the right ventricular (rv) lead had an apparent fracture of the distal end. The rv lead had a high threshold and no capture. There had also been a polarity switch and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(6) 2010. (B)(4).